Event description:
It was reported that a proultra endo tip separated during its initial use. There was no report of injury as no patient was involved.

Manufacturer narrative:
The device was returned, forwarded to, and subsequently discarded by the contract manufacturer. Therefore, no evaluation is possible. Please note that evaluation associated with future complaints involving this device will be conducted in-house.